Event description:
(B)(4). My doctor told me that essure was a non invasive safe permanent sterilization with no side effects, so I did it...got essure implanted. All I can say is essure ruined my life...after I got it about 3 months after, I had severe pelvic pain and bloating all the time. Heavy periods also. I also started having auto immune reactions that mimic ms and lupus . I underwent many MRI , nerve testing , lumbar puncture. No doctors could figure out what was wrong with me. Also lost my hair and joint pain, migraines, and chronic fatigue. I finally had a hysterectomy in (B)(6) 2016 to get this poison out of my body!